Event description:
Report received of catheter tip broken and fragment remains in intrathecal space. Pt has history of problems with the pump flipping and requiring 2 revisions to correct. Hcp stated pt has had multiple problems related to pump flipping, had lost weight after implant and hcps are questioning if future surgery may be inadvisable risk for the pt if flipping continues. Stated pt's spouse was complaining of pt having behavior changes at the time of the catheter break diagnosis. Surgery scheduled. Pt called to cancel surgery due to "not feeling well" - asked nurse to explain "what had happened to them at the time of the hosp admission." Pt evaluated in the hosp - dose reduced and pt gradually improved. CT, x-ray showed the catheter had sheared off at the anchor and was free floating in the intrathecal space. Surgery scheduled for 9/02, cancelled, is rescheduled for 10/02. Back pain has returned and pt is behaving as their normal self.